Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric procedure, the device did not staple. No further info was provided. There was no pt consequence.